Event description:
It was reported that during a tpa treatment procedure of the right lower leg, the katzen infusion guidewire became occluded. The patient was asymptomatic during this event. It is noted that no problems were encountered when flushing the katzen infusion guidewire prior to the procedure. Once advanced into the patient, the wire became occluded. The katzen infusion wire was removed and replaced with another of the same device to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.